Manufacturer narrative:
Unit passed displacement test, sleep current test and active current test. Low battery alert less than 1 week not confirmed. Unit failed selftest due to no vibrator response. High resistance value across motor vibrator connector pin #1 at j7 at pcb 1 for moisture damage.

Event description:
It was reported that the insulin pump had low battery alert. Customer blood glucose level was unknown. Customer also stated that they used fully charged batteries. The device will be returned for analysis.